Event description:
Lasersonics greenlight laser, rented from another co was not functioning when brought in from outside the hospital. The rental co representative was present and unable to operate equipment when testing it prior to the case. The patient not taken into the or suite.